Event description:
It was reported that there was going to be an MRI done due to a possible abscess around the implantable neurostimulator (ins) pocket. Additional information received later reported the patient was seen post operatively due to fever and oozing from the incision of the spinal cord stimulator (scs) implant. Antibiotics were ineffective so the device system was removed on (B)(6) 2014. The patient was seen by a healthcare provider (hcp) on (B)(6) 2014 for suture removal. Dressings were removed and the area was healing well. The patient was still on IV antibiotics but doing well. No further information after (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).